Manufacturer narrative:
This report is submitted on january 3, 2020.

Event description:
Per the clinic, the electrodes had migrated out of the cochlear. The device was successfully re-positioned on (B)(6) 2019.